Manufacturer narrative:
Na - (B)(4).

Event description:
The customer stated that they were having issues with the ise assays on the cobas 8000 ise module. Quality controls were outside of range and they had to correct results for approximately 20 different patient samples. The customer provided data for a total of 19 different patient samples and of these, 17 had erroneous results for ise indirect na for gen.2. One of the 17 samples with erroneous na results also had an erroneous result for ise indirect cl for gen.2. The erroneous initial results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. Corrected reports were issued. Refer to the attachment for all patient data. The patients were not adversely affected. The lot numbers and expiration dates of the na and cl electrodes were asked for, but not provided. The customer continued to have calibration and control issues, so they stopped testing on the unit. The customer later replaced the na electrode and controls were back within range. The field service engineer determined that there was a failure within the vacuum system of the analyzer. He replaced 4 valves and rebuilt the vacuum pump. After these actions, the vacuum pressure was more stable. He ran ise checks, calibration, controls, and precision studies. All results were within specifications and controls were within the customer's ranges. No alarms were noted for the last calibration performed on (B)(6) 2018. The quality controls recovered within range. The investigation determined that the service actions resolved the issue.